Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in romania. It was reported that the patient faced an infusion set fell off event after taking a hot shower on (B)(6) 2026. No further information is available.